Event description:
It was reported that this right atrial (ra) lead exhibited minute ventilation (mv) signals. It was also noted that the impedance on the atrial channel is variable and had reached a high out of pacing impedance value a couple of years ago. Technical services (ts) advised following actions and troubleshooting actions. This lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).